Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue that the pump continues to give occlusion error was not identified during the customer call. Tech support recommended that he replaces the bezel on the unit, or that he could send the unit in for depot repair. Tech support also supplied the customer with the part number for the bezel assembly. Part # 49000437. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump continues to give occlusion error. There was no patient involvement.